Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported that during procedure of a hemodialysis catheter removal, the patient had a lot of pain during the lidocaine injection. The hemodialysis catheter was broken. Pressure was applied at venotomy site and a cut down procedure was done to remove catheter; patient was crying and "squirming". Nurse had to hold her legs and arms. Exit site was then sutured shut. The patient left with no bleeding or hemotoma. A prescription was given for pain and a pain pill was given per doctor's order. Patient left stating that she was no longer in pain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19cm glidepath dialysis catheter. Usage residues were abundant throughout the sample. The catheter was received in two segments which shared a complete break just proximal of the surecuff. The break edge appeared irregular. Material discoloration was observed throughout the proximal sample segment. Tactile inspection of the sample revealed tensile weakness in the vicinity of the break. Microscopic inspection of the break confirmed the surface to be irregular. The break edge exhibited a granular texture. The surface appeared partially dull and partially reflective. Beach marks were evident extending from a crescent shaped impression on one side of the break edge. The tensile weakness and beach marks on the fracture surface indicated were consistent with material fatigue. It appeared that excessive manipulation of the sample over a prolonged period of time caused cracks to initiate in the material. The weakened material then failed completely during device removal. The material discoloration suggested that chemical exposure may have affected the mechanical properties of the catheter.